Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. On inspecting the product, the trapliner was broken at the transition point between the hypotube and halfpipe. The IFU precautions, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage." The most likely root cause for the separation is operational context and unintended user error.

Manufacturer narrative:
Trapliner was not returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found, supporting the device met material, assembly and performance specifications. If the device returns a follow-up report will be submitted.

Event description:
Trapliner broke at the transition point between the hypo-tube and halfpipe. No injury or impact reported. Additional information received 19dec19: the device broke putting into the hemostasis valve and was able to be pulled out by hand. There was no resistance felt during a calcified cto of rca that had minimal tortuosity.